Manufacturer narrative:
Lens was repositioned on (B)(6) 2023 but did not resolved the problem. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial extremely dry. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.5/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. The lens was repositioned but did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as device: lens too small than required.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).